Event description:
According to the reporter, during the procedure, the reload cut, but the surgeon did mention that the cut line was not as usual; it's not a very clean cut. At that time, it was bleeding. For the next firing squeeze, the reload did not cut; the tissue was being torn, with uniform staples falling out within the cavity. The surgeon dissects and redoes the stapling with a new reload and the same handle. The surgical time was extended for two hours as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. There were formed staples observed throughout the cartridge surface. The reload had damage to the cutting edge of the knife blade. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding. The reload interlock was tested and found to function properly. It was reported that there was tissue torn, partial cut, a component disengaged and staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d4 (expiration date, lot#), g3, h4, h6 (fdr - c24). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the laparoscopic distal gastrectomy , the first partial cut but the surgeon did mentioned that the cut line was not as usual. It's not a very clean cut upon that time, it was bleeding. For the next firing squeeze, the reload did not cut. The tissue was being tore, unform staples fell out within the cavity. The staples were retrieved and removed with grasper. The surgeon dissect and redo the stapling with new reload and same handle. The surgical time was extended for 2 hours as a result.